Manufacturer narrative:
Eval results: (migration), (severely tortuous, aortic neck dilatation and angulation and aneurysm expansion).

Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of a 5-6 cm abdominal aortic aneurysm approximately 46 months ago. It was reported that the vessels are currently severely tortuous. There has been continual aneurysm expansion from about 5-6 cm to 8.3 cm currently. The recent CT demonstrated that the stent graft has migrated about 5.5 cm distally and is now completely in the aneurysm sac; however, no endoleak is present, as the sac has thrombosed over. At the time of migration, the aortic neck is reverse-funnel shape and 32 mm in diameter. The migration was due to aortic neck dilatation and angulation and aneurysm expansion. The right iliac artery was ectatic since the time of implant and, while not aneurysmal, has an enlarged diameter; consequently, there was a distal type I endoleak on the right side of one of the extension stent grafts (MFR# 2953200-2009-01703), which was treated with an iliac limb one month ago. It was reported that the physician elected to explant the bifurcated stent graft with an open surgical repair and sew the conventional graft to the implanted iliac stent grafts. There are no additional clinical sequelae reported, and the patient was reported to be fine.